Event description:
It was reported that the pt experienced a loss of therapeutic effect. There was swelling the size of a 50 cent piece and tenderness at catheter location along the spine. The symptoms have been ongoing and worsening over the past eight weeks. The type of medication, concentration, and daily dose being administered via the pump were not reported. No other symptoms or outcome were reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.